Event description:
It is reported that: the pt was notified of the recall by her doctor. She reports that she is not experiencing pain or swelling. She recently had blood test which had metal levels above 6.0 and an MRI which showed no abnormalities. Her surgeon will monitor her with blood testing every three months.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.